Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging breast cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Additional information was received on 09/30/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging breast cancer. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, the manufacturer observed that dust-like contamination in the air outlet port, top of the blower motor, on the blower seal and hairs/fibers at the air inlet of the blower box. There was oxidation discoloring on the bluetooth trace antenna on the pca which is an anticipated occurrence, fine coating of dust on top of the blower box. Bottom enclosure at rim, where the ui panel sits, had brown unknown contamination on it. Black contamination, consistent with keratin, at the air outlet of the blower box. White, brown and black dust-like contamination and hairs/fibers in the blower box. Manufacturer observed the following from an external and internal inspection: water tank was missing. Humidifier flip lid seal had black stains of potential biocontamination on it and enclosure had unknown dust-like contamination, pieces of other unknown contamination and tiny hairs/fibers in it. Heater plate had white dust-like contamination and hairs/fibers on it. Dry box seal had dust-like contamination and potential mineral deposits in it. Bottom of enclosure under dry box had unknown brown contamination stains, unknown white and black pieces of contamination. Also, there were hairs/fibers there. Heater plate bottom cover had unknown brown contamination stains on them. The source of contamination was most likely external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 15 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. In box g: date received by mfg (rfb) has been updated. In box h: device problem code, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.